Event description:
It was reported that the patient's right ventricular (rv) lead dislodged. It was noted that the patient had previously fallen which likely contributed to the dislodgement of the lead. A lead revision was attempted; however, the vein was occluded and the procedure was terminated. The lead remains active in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted and not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.